Manufacturer narrative:
Suspect medical device references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had their implantable neurostimulator (ins) removed as it did not work for the patient since implant. The device was replaced on (B)(6) 2016. They wanted to donate their patient programmers (pp). The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.